Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using an unspecified bd microtainer tube, there is an increase in clotted specimens. No patient impact reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D1: medical device brand name: unknown d4. Medical device catalog #: unknown d4. Medical device lot#: unknown d4. Medical device expiration date: unknown e1. Address was not obtained; therefore, nj was used in its place. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd microtainer tube, there is an increase in clotted specimens. No patient impact reported.